Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported material rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Scanning electron microscopy (sem) testing was performed on the returned device. The testing showed the balloon leak may be attributed to mechanical damage to the outer surface. The leak was located in the proximal working length, along a stent impression. Mechanical damage and pinching were documented at the leak edge. The investigation determined the reported issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D1 correction: brand name updated d2a correction: common device name updated

Event description:
Subsequent to the initially filed report, additional information was received and it was confirmed that the xience pro was fully deployed prior to the balloon rupture being noted, and the additional post-dilatation was performed per normal operating procedure. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. After the vessel was pre-dilated with a 2.5x20mm unknown compliant balloon and a 3.5mm unknown non-compliant balloon, a 3.0x12mm xience pro drug-eluting stent (des) was advanced into the lesion and attempted to be deployed; however, the balloon was noted to rupture after being inflated to 14-16 atms. Therefore, another 3.5mm balloon was used to post-dilate the stent to the vessel wall. There were no adverse patient effects nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.